Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the sample are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 2. 'Cores' found after compounding, during final inspections. No patient involvement.

Manufacturer narrative:
This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). Two (2) compounded bags were received for evaluation. When the compounded solution was filtered, blackish particles were found in both bags. The particles from one bag were too small to analyze under ft-ir analysis, however there was a particle in the other bag that was large enough to analyze with ft-ir analysis. The analysis concluded that the particle was compatible with a nylon material. This type of material is not used in any of the components of the bag. There were no product deviations, and the particle could not be attributed to the production process. Since the bag had been filled, it is possible that the contamination occurred during the filling process. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. If additional pertinent information becomes available a follow-up report will be filed.